Event description:
It was reported that balloon rupture occurred. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: (B)(6).

Manufacturer narrative:
A2-age at time of event: 18 years or older device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 31mm in length and extended from a position 10mm distal of the proximal markerband to 13mm proximal of the distal markerband. A visual examination observed damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion has 85% stenosis, non-calcified and non-tortuous. The balloon ruptured during first inflation at 3 bar.

Manufacturer narrative:
A2-age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion has 85% stenosis, non-calcified and non-tortuous. The balloon ruptured during first inflation at 3 bar.